Event description:
Customer reported device = 519 mg/dl at 9:45 pm and 517 mg/dl at 10:09 pm. Customer took 1/2 of a sugar pill. Customer went to the hospital sometime after 10 pm. Doctor took a reading but result was unknown. Lab result = 218 mg/dl. Customer remained in the hospital for 3 hours and then was released. No treatment was given. Contorls were not provided. Device was not coded correctly. A request was made for return product and replacement product was sent.